Event description:
"Caller alleged imprecision with inratio meter. Results as follows: "08/16 = 1.8, 08/19 = 1.5, 08/22 = 2.9, 08/23 = 2.2. Therapeutic range is 2.0 - 3.0. Pt has been on antibiotics for the past week and a half. After the results on 08/19 of 1.5, the dr. Increased pt's coumadin.

Manufacturer narrative:
Investigation pending.